Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's history of driveline exit access site infection and subsequent treatment. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by patient.

Event description:
A report was received that a patient developed a fever of 99.5 f and purulent drainage from his driveline exit access site. He presented at his outpatient clinic on (B)(6) 2016 where his driveline access site was noted to be erythematous and painful with purulent drainage. The patient denied any trauma or tugging of the driveline exit access site. Cultures of the access site were positive for staphylococcus aureus. The patient was initially treated as an outpatient with oral keflex. The next day on (B)(6) 2016, the patient was admitted to hospital. His keflex was discontinued and he was started on cefazolin. He was later discharged home on (B)(6) 2016.